Event description:
It was reported that an ivc filter did not open correctly upon deployment and several of the filter arms appeared to be crossed. Reportedly, an attempt to retrieve the filter was performed; however, during the attempt, one of the filter arms became pointed in a cephalad direction. The physician used the distal tip of the introducer sheath to push the filter arm in a downward direction. Reportedly, the filter became tilted and could not be retrieved. Further info is pending. No report of pt injury.

Manufacturer narrative:
The lot number for the device unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.